Event description:
A report was received regarding a patient implanted with 6 hole midshaft humerus narrow 4.5 lcp plate and six (6) screws on (B)(6) 2011. An x-ray taken on an unknown date revealed a possible non-union. The patient was returned to the or on (B)(6) 2012. It was found that calcification had occurred around the plate. Reportedly, the surgeon could not determine definitely that a non-union was occurring. The surgeon opted to remove the plate and six (6) screws and revise the patient to a 7-hole plate with screws. This is report # 4 of 7 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.